Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, operating room (or) staff called during case set up to report they are getting a 40096 error. Caller reported all leds are yellow. Prior to calling, customer tried restarting multiple times with no change. Technical support engineer (tse) had customer perform hard power cycle of the system. System powered up with the same issue. Tse noted an error 311 in the system events. Customer cancelled the case. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to resolve fault with o2 download app reprogramming. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause of the failure could not be determined.